Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is undersensing, with unipolar impedance higher than the bipolar impedance. The patient is not receiving the benefit of cardiac resynchronization therapy when the atrial undersensing causes ventricular sensing response. The atrial lead remains in use. No patient complications have been reported as a result of this event.